Event description:
During a low anterior resection procedure, the device cut, but only a few unformed staples were fired. The procedure was prolonged by 60 minutes in order to complete using manual sutures. There was no patient consequence reported.